Manufacturer narrative:
Additional/updated information was added to reflect the foot spring being returned to the manufacturer for evaluation. The result of the evaluation was that there was no problem found with the welds or anything else, so the original complaint issue was not confirmed.

Event description:
The welding where the bed attaches to each other is welded wrong and when it raises it keeps hitting one another and also shearing metal and binding.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The welding where the bed attaches to each other is welded wrong and when it raises, it keeps hitting one another and also shearing metal and binding.